Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced ventricular arrhythmia due to inadequate antitachycardia pacing (atp) delivered by the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.